Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. The insulin pump also had a missing end cap sticker.

Event description:
The customer reported that the insulin pump squirted insulin during the manual prime. The customer stated that the insulin exited the tubing early, then continued dripping continuously after the motor stopped. The numbers on the screen did not ramp up. Advised the customer that the insulin pump would be replaced. Nothing further was reported.